Manufacturer narrative:
Bed located in repair shop. Tech found the head hi/low had a slow drift down. Replaced the valve for head down hi/low to resolve this issue.

Event description:
Info received that the hi/low head had very slow drift. No injury reported.